Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis with a cracked tank cover on all four screws. The device was filled with water in order to test it. The leak was observed coming from the tank cover. The drain adapter did not leak, but the cracked water tank cover leaked from excessively tightened screws.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to be leaking. It was reported that the enclosure was suspected to be cracked near the drain. There were no reported adverse effects.